Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead noise that was oversensed by the device and led to an inappropriate automatic mode switch. Also, the lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.